Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All main circuit boards were reseated. The system was tested initializing and producing x-rays a multitude of times without error. It was determined that the system was working as intended and placed back into service.

Event description:
It was reported that the system intermittently would not produce x-rays. There was no adverse patient involvement reported. There was no patient information reported.